Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and mesh was implanted. It is also reported that the patient underwent the implantation of bard and tsl products including pelvicol collagen matrix. No clarification provided. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent : hysterectomy, cystoscopy, urethrotomy, vaginotomy, urethrolysis, colonoscopy, incidental cystotomy, stp, tah/bso, burch, sacral colpopexy, paravaginal defect repair, rectocele repair complicated by vvf, mesh erosion, sui due to sui, pop, uterine prolapse, cystocele, rectocele, weakness of rectovaginal septum, hematuria, foreign body in soft tissue, lt. Pelvic pain. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 , removal of mesh due to mesh erosion on (B)(6) 2008 and (B)(6) 2012. Patient underwent vvf repair on (B)(6) 2008, abdominal vesicovaginal fistula repair, tvt sling, excisition of polypropylene mesh, excisition of soft tissue from perineum on (B)(6) 2008, and vaginal excisition of mesh, vaginal excisition of mesh atypical, on (B)(6) 2008, and vaginal excisition of vaginal urethral sling on (B)(6) 2012. It was also reported that the patient underwent suprapubic discomfort- s/p surgical bladder repair on (B)(6) 2012.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced urinary frequency with leakage, stress incontinence, vaginitis and vulvovaginitis, incomplete bladder emptying, nocturia and vaginal irritation. (B)(4).